Event description:
Customer reports that the expiration date and lot number on the vial of strips is faded and is illegible. No injuries reported. Requested return of suspect vial and replacement was sent.